Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver would not boot up, therefore data could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. Due to moisture damage, a complete investigation could not be performed. The reported event of hardware error was not confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available.